Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support but was unable to resume insulin delivery due to recurring alarms, so customer planned to use multiple daily injections as backup therapy and technical support arranged urgent replacement pump.